Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring (nav-ring) was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. On (B)(6) 2026, the device was evaluated at a bench service center by a bench service engineer (bse). The bse observed the device was behaving as if manipulated even when not being touched. The bse stated that attempts had been made to check if the nav-ring had been disconnected, but it was confirmed that it had hadn't been disconnected. The bse determined that the front bezel with nav-ring needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
On 12feb2026 the bench service engineer (bse) again serviced the device and replaced the front bezel w/ nav-ring to resolve the issue. The bse then completed a performance verification test (pvt). The device passed the pvt, confirming a return to full functionality. The device is being sent back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.